Manufacturer narrative:
An opened box with seventeen unopened samples of product code c389, lot ml6955 was received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure ?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019, and suture was used. During the procedure the needle pulled off the thread. There were no adverse patient consequences reported.